Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure to treat a 5cm malignant stricture, performed on (B)(6) 2010. According to the complainant, the device was at a 90 degree angle inside the patient when the nurse began deployment of the stent. She pulled back on the handle, but encountered significant resistance. The steel part of the handle started to bend, so the entire device was removed from the scope, and checked outside of the patient. Everything was reported as working fine, so the device was reinserted into the patient and the nurse again attempted to deploy the stent. She was exhibiting force on the handle, and it seemed like the handle was pulling back, but there was no movement of the stent under fluoroscopy. The device was removed from the patient, and it was noted that the stent had completely failed to deploy. The procedure was successfully completed with another wallflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." This event has been deemed a reportable event based on the investigation results; sheath tear.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted, but the tip of the device was withdrawn proximally into the outer sheath. A break was noted in the outer sheath distal to the distal handle, and a bend was noted in the stainless steel shaft. The proximal end of the outer sheath was stretched in appearance. It was not possible to retract the outer sheath by hand to deploy the stent. There were no anomalies noted with the deployed stent or the stent holder. From the information available, this device may not have been used per the directions for use (dfu). The dfu states the following "the exterior tube is pulled back by immobilizing the hub handle in one hand, grasping the exterior tube handle with the other hand, and gently sliding the exterior tube handle along the stainless steel tube towards the hub handle. Retraction of the exterior tube releases the stent." Analysis of the device showed that the distal tip had been withdrawn into the outer sheath by 15mm; this indicates that perhaps the outer sheath was not retracted in the correct manner. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause is operational context.